Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072725.

Event description:
It was reported that the patient was not able to feel stimulation on the right side due to lead migration. The patient was reprogrammed, however, unsuccessful. The patient underwent a lead replacement procedure. Explanted leads were discarded.